Event description:
The following information was reported to kci by the nurse: "patient has a groin abscess, obese in difficult location to put dressing in." The nurse inquired about the best options are for dressing this type of wound. No additional information is available. The unit's serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged abscess is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response.